Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used.

Event description:
There was an allegation of discrepant elecsys tsh assay ver.2 results for 3 patient samples between a cobas e 801 module, a cobas e 411 immunoassay analyzer, and an abbott architect analyzer. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. The customer's e801 analyzer serial number was requested but not provided. The investigational e801 analyzer's serial number is (B)(4). The investigational e411 analyzer's serial number is (B)(4). The expiration date for the tsh ver.2 reagent used on the investigational e801 analyzer is 30-sep-2023. This medwatch will cover tsh ver.2. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results.